Manufacturer narrative:
Batch review performed on 07 september 2022: lot 180401: (B)(4) items manufactured and released on 14-may-2018. Expiration date: 2023-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.